Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm and screen freeze. The pt was subsequently switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt because the companion 2 driver has redundant, alternate power sources of external batteries and wall power. In addition, it does not prevent the companion 2 driver from performing its life-sustaining functions. The investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.